Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of break.

Event description:
It was reported to boston scientific corporation on (B)(6) 2024 that an overstitch endoscopic suture system that two sutures went wrong during the course of the procedure. During the procedure, when preforming the second suture, the first suture broke as the thread came out of the anchor. The procedure was completed with another suture, and there was no patient complication reported as a result of this event.